Manufacturer narrative:
The customer¿s report of an over infusion of heparin was not replicated during testing. ¿ based on the logs, the pcu is powered on at 11:20 am on 01 april 2021. A remote infusion was programmed at 11:23 am for a primary infusion: drug ID: 575 (heparin), at a rate of 10ml/hr and a vtbi of 250ml. Pvi = 0.0ml. The infusion is started at 11:25 am. At 12:06 am the logs indicate unit label reassigned to label= b. Between 6:03 pm and 6:06 pm the device alarms flo stop open three (3) times and is restarted three (3) times. Duration of flo stop open = 0:0:09 (first alarm), 0:0:09 (second alarm), and 0:0:10 (third alarm). Between 6:39 pm and 6:51 pm, logs indicate user selects device five (5) times and device notes operator walkaway five (5) times. At 9:59 am user channels off the unit. Pvi= 66.627ml. The pcu was powered off at 10:01 am, (B)(6) 2021. ¿ rate accuracy testing was performed on the source pump module s/n (B)(6). The source device was found to be delivering out of specification (under infusing). This functional failure, however, would not have contributed to the reported overinfusion event. ¿ after calibration, the returned pump module was observed to be delivering within specification. ¿ inspection of the pumping mechanism found no irregularities. ¿ the pump module infusion was being used for treatment. ¿ the disposable set was not returned for this investigation therefore it could not be determined if the set was a contributing factor. Note: the mechanism assembly was disassembled during the internal inspection of the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The root cause of the customer¿s report of an over infusion was not identified in this investigation. Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: ¿ the right (male) iui was observed with corrosion and dry fluid residue. ¿ the left (female) iui was observed with corrosion and dry fluid residue. ¿ some fluid ingress was observed along the inside bottom of the rear housing and underneath the male and female iuis. ¿ the bezel assembly data code was noted ((B)(6) 2019). ¿ the door upper hinge was observed with a small cosmetic crack. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the pcu is powered on at 11:20 am on 01 april 2021. A remote infusion was received and programmed at 11:23 am for a primary infusion: drug ID: 575, at a rate of 10ml/hr and a vtbi of 250ml. Pvi = 0ml. The user starts the infusion at 11:25 am. At 12:06 am the logs indicate unit label reassigned to label= b. At 6:03 pm device alarms flo stop open. Duration of flo stop open = 0:0:09. User restarts infusion: vtbi= 187.768ml, pvi= 62.319ml. At 6:05 pm device alarms flo stop open. Duration of flo stop open = 0:0:09. User restarts infusion. Pvi= 62.319ml. At 6:06 pm device alarms flo stop open. Duration of flo stop open = 0:0:10. User restarts infusion. Pvi= 62.319ml. Between 6:39 pm and 6:51 pm, logs indicate user selects device five (5) times and device notes operator walkaway five (5) times. At 8:03 pm user channels off the unit. Pvi= 66.627ml. At 8:04 pm user presses pcu key # 1, canceling channel off. At 8:47 am user channels off the unit. Pvi= 66.627ml. At 8:47 am user selects device, canceling channel off. At 9:59 am user channels off the unit. Pvi= 66.627ml. The pcu was powered off at 10:01 am, (B)(6) 2021. Test results: results from a timed rate accuracy test did not observe the device over infusing. However, the device was under infusing, identified out of specification which was an incidental finding. After calibration, the returned pump module was observed to be delivering within specification. The pump module passed worst case functional testing of the door latch and sear the incident administration set was not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of 04/18/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Test methods: over infusion test method 1503-001-029, dir# (B)(4) version 01 timed rate accuracy test method 1503-001-006, dir# (B)(4), version 01.

Event description:
It was reported that an over infusion of heparin occurred. The heparin infusion, 250 ml bag, with a rate of 10 ml/hour, started as the primary, was ordered on 4/1/21 at 10:32am and was started at 11:23 in pacu. The patient then arrived on the floor at 1:30 pm and change of caregiver was documented at 1:40pm. Then, at 6:40pm, it was noted that the bag was completely empty but pump displayed 183.4ml left to be infused. The pump was removed from the patient room at that time and team was notified and labs were drawn. Patient was okay and, per the healthcare team, heparin infusion was to be restarted. Although requested, further information not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided.

Event description:
It was reported that an over infusion of heparin occurred. The heparin infusion, 250 ml bag, with a rate of 10 ml/hour, was ordered on (B)(6) 2021 at 10:32am and was started at 11:23 in pacu. The patient then arrived on the floor at 1:30 pm and change of caregiver was documented at 1:40pm. Then, at 6:40pm, it was noted that the bag was completely empty but pump displayed 183.4ml left to be infused. The pump was removed from the patient room at that time and team was notified and labs were drawn. Patient was okay and, per the healthcare team, heparin infusion was to be restarted. Although requested, further information not provided.